Event description:
It was reported that a floor lift was used and while the device had just begun to encounter the resident's load, the jib snapped. The resident was unharmed, as for the caregivers.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh magog inc. On behalf of the importer (B)(6). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh magog and any medwatch reports will be submitted. Add'l info will be provided following the conclusion of the MFR's investigation.